Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board, oxygen blending module and harness were replaced to address the issue.

Manufacturer narrative:
It was initially reported, during the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board, oxygen blending module and harness were replaced to address the issue. The device's solenoid valve was also replaced due to damaged wires.